Event description:
Home pt (hp) reports shoulder and chest "pain" due to excess air infused into peritoneal cavity; noted after fill of apd treatment. Family member of hp reports nothing unusual was noted with homechoice set up. Family member reports "pain" has dissipated on its own with no medical intervention required as a result of incident.